Event description:
It was reported that the patient representative (pt rep) reports dbs therapy app is showing a message screen, battery replacement needed, code 1710, meaning eri message came up. During call, app showed ins battery low. Pt rep states patient fell last week and again this morning . Additional information was received from the healthcare provider (hcp) who reported the patient is programmed on c0,1,2 at 4.1ma, 300usec, 100hz. Impedance check for monopole showed 1100-2400 ohms, with electrode 3 is all red; bipolar ranged from 2400-4400 ohms, with electrode 3 all red x. Technical services (ts) suggested decreasing some of patient's parameter if possible or avoid using high impedance electrodes. Hcp considering replacement. The issue was not resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: b3400040m, serial/lot#: (B)(4), implanted: (B)(6) 2022, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(4), ubd: 18-may-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.